Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal- scheduled). At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain". She was scheduled to undergo essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: (unspecified): result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to more specified events¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hormonal changes, migraines, headaches, weight gain¿. Reporter, demographics; lab data, essure indication (amended) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.